Event description:
Reverse shoulder revision surgery on the left side about 11 months after the primary surgery. Explantation of all reverse shoulder implants from the primary surgery. Melted bone graft and presence of macroscopically infected tissue. Implantation of new reverse shoulder components.

Manufacturer narrative:
Batch review performed on 6 march 2024: lot 2003768a: (B)(4) items manufactured and released on 28-jan-2021. Expiration date: 2026-jan-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 6 march 2024 reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot 2215288: (B)(4) items manufactured and released on 27-oct-2022. Expiration date: 2027-oct-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot 2236659: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-oct-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) 2240571: 50 items manufactured and released on 24-nov-2022. Expiration date: 2027-nov-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2115608: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2027-jan-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2212556: (B)(4) items manufactured and released on 08-nov-2022. Expiration date: 2027-oct-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2217130: (B)(4) items manufactured and released on 13-sep-2022. Expiration date: 2027-aug-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.